Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one trifusion t/l catheter, one tunneler and one tunneler sheath in two pieces were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported tunneler sheath broken issue, as a complete circumferential break was noted to the tunneler sheath that was elliptical in shape. Microscopic observation of the tunneler sheath revealed a ductile break which also appeared elliptical in shape. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2022).

Event description:
It was reported that during the catheter placement procedure, the tunneler sheath was allegedly broken. It was further reported that the physician removed the broken piece. There was no reported patient injury.